Event description:
It was reported that a proultra tip #5 separated outside of a patient's mouth. No injury resulted.

Manufacturer narrative:
Though there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable. The device was returned, visually inspected, and found to have separated approximately 17mm from the bend; no unusual defects or markings noted. Also, a DHR review was conducted with no abnormalities noted.